Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high thresholds and impedance greater than 2000 ohms. The issue was found when the patient was in the hospital for a cardioversion. The outputs were reprogrammed to a higher setting. The field representative believes the lead will be revised sometime in the future. The lead remains actively implanted. There were no adverse patient effects reported.

Manufacturer narrative:
Additional information was received that this lead has been surgically abandoned and epicardial leads were implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.